Event description:
It was reported that the patient with this right atrial (ra) lead had exhibited possible pocket erosion. The device was almost visibly sticking out at the underarm, and it was tender to touch. There was no additional adverse patient effects were reported. This ra lead remains in service.